Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was in germany when their physician in france noted episodes showing noise artifact in the remote monitoring system. The patient was instructed to go to the local hospital immediately, where the device was programmed off. The noise was consistent with a broken electrode. The patient then returned to france, where troubleshooting was performed. Noise the same as in the stored episodes was easily created with patient arm movements. Additional testing was performed at the replacement procedure, where it was confirmed no artifact could be created in the primary vector. This indicated the issue was most likely on the electrode, at the sense a node, which is used in the secondary vector. However, the physician elected to replace both the device and electrode. The explanted products were returned for laboratory analysis. No adverse patient effects were reported. Requests were made for the local sales representative in france to obtain the name of the hospital in germany where the patient went to have the device programmed off. In april, the representative checked with the facility in france and it was noted the information was not available in the patient's chart. A follow-up appointment had been scheduled with the patient for may and it was hoped that the patient would provide the details to the physician or sales representative; however, the information was still not available. An amended report can be submitted should new information be received.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The device has been received, pending analysis. This report will be updated when analysis is complete. The returned s-ICD was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Visual examination of the device header and case noted no anomalies. Sensing functions were tested and the device was verified to operate as expected in all three vectors. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were verified. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The device has been received, pending analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was in (B)(6) when their physician in (B)(6) noted episodes showing noise artifact in the remote monitoring system. The patient was instructed to go to the local hospital immediately, where the device was programmed off. The noise was consistent with a broken electrode. The patient then returned to france, where troubleshooting was performed. Noise the same as in the stored episodes was easily created with patient arm movements. Additional testing was performed at the replacement procedure, where it was confirmed no artifact could be created in the primary vector. This indicated the issue was most likely on the electrode, at the sense a node, which is used in the secondary vector. However, the physician elected to replace both the device and electrode. The explanted products were returned for laboratory analysis. No additional adverse patient effects were reported.